Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak at needle waste fitting area of the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) replaced cut tubing through pinch valve pv111 and cleaned bloody mess from surrounding areas and from aspiration needle. The fse verified repair with multiple sample cycles and reproducibility. The needle contains blood and diluent during operation and cleaning agent at shutdown. The cause of the leak was attributed to the cut tubing through pinch valve pv111.

Manufacturer narrative:
(B)(4).